Event description:
It was reported an error code 44510, during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found scratched screen, no labels removed. The device was started and alarmed ec44510 which is an issue with the circuit board. Replace circuit board. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.